Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician alleges insulation damage as the cause. The rv lead was explanted and replace to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events of insulation damage and sensing noise were confirmed. As received, a complete lead was returned in three pieces. Visual inspection found an external insulation abrasion breaching the is-1 connector leg insulation which is consistent with friction to device can. Five external insulation abrasions breaching the optim sheath were also found proximal to the suture sleeve tie mark consistent with friction to device can. The silicone tubing was not breached on these regions. The cause of the reported events was due to the exposure of the outer coil at the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts.